Event description:
It was reported that during a stapled hemorrhoidectomy procedure, after the surgeon fired the device, there was one part of the hemorrhoid that wasn't stapled and there was a lot of bleeding. One part of the knife had jagged edges and the washer was not cut through. There was an incomplete staple line. Also, the staples were not formed properly into "b" shape. The surgeon had to do the anastomosis and stop the bleeding manually by stitching. The o.r time was extended 40 minutes minutes. The pt did not suffer any consequence as a result of the or delay or event.